Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification, moderate tortuosity and 75% stenosis. After intravascular ultrasound (ivus), the 4.0x18 mm xience skypoint stent delivery system (sds) was advanced to the lesion but it could not cross due to the anatomy. The device was removed in order to perform pre-dilation and it was found that the balloon was ruptured [torn], able to be seen visually. The device was not used and a 3.5x18 mm xience skypoint was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported split, cut or torn material was not confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, anatomical conditions, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. In this case, it is possible the device may have interacted with the mildly calcified, moderately tortuous, 75% stenosed lesion during advancement, causing the reported failure to advance and observed material deformation (bent and lifted stent struts); however, based on the information provided by the account, this cannot be confirmed. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis identified the stent was dislodged. There was no rupture or tear as reported but the account confirmed the correct device was received. No additional information was provided.